Event description:
Reporter alleged discrepant back to back blood glucose results which measured 155 mg/dl at 2:50 pm compared to a reading of hi at 2:51 pm. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.